Event description:
A customer reported to biomerieux discrepant results for patient samples on chromid (B)(6) test kit. The customer stated that he obtained (B)(6) results for 2 patient samples, after 18 h of incubation at 36/37 degrees c, he obtained white colonies instead of green colonies as expected for (B)(6) strains on this impacted lot. The customer retested these patient isolates on another lot and observed a growth of green colonies ((B)(6) results) for both of them. The (B)(6) identification of both isolates was confirmed by vitek 2. The customer did not perform a quality control test for the impacted lot as recommended in the instructions for use. When specifically asked, the customer indicated that there was no adverse patient impact as the discrepant results were detected prior to releasing the test results to the treating physician. An investigation has been initiated by biomerieux to investigate this event.

Manufacturer narrative:
A customer reported to biomerieux (B)(6) results for patient samples on chromid® (B)(4) test kit. An internal biomerieux investigation was performed. The investigation was initiated due to (B)(6) results for (B)(6) on the chromid® (B)(4) 20 plt, reference 43451, batch 1004877920 with an expiration date of 2016/08/05. After 18h of incubation at 36/37°c, the customer observed for one (1) patient white colonies (from a tracheal secretion ) and for another patient, a mix of white and green colonies (from a wound specimen). All of the colonies were identified by vitek® 2 as (B)(4). Review of complaint records indicated no other complaints were registered for this batch for the same issue. Batch record review: no discrepancies were detected during the manufacturing of the product. Bacteriological analysis was performed on retained samples of the batch and on the two (2) strains submitted by the customer. However, these strains could not be tested before expiration date of the incriminated batch; thus, the submitted strains were tested on two (2) other batches of chromid® (B)(4). Testing protocol : identification of the customer strains. Inoculation of the retained samples of the incriminated batch of chromid® (B)(4) and of a reference batch of chromid® (B)(4) (1004891630 exp date 2016/08/11) following the qc method with the cq strains. In parallel, a batch of gts (1004912860, exp date 2016/10/28) was used for control. Inoculation of two (2) batches of chromid® (B)(4) (1004891630 exp date 2016/08/11 and 1004904290 exp date 2016/08/16) following the qc method with the two (2) customer strains. In parallel, a batch of gts (1004971780, exp date 2016/11/22) was used for control. Results : vitek® identifications showed staphyloccus aureus for the two (2) strains. These results are consistent with the customer identifications. Good growth of green colonies for the cq strains at 24h. At 18h, few colonies were white but became green in 24h. These results are in accordance with the expected specifications and equivalent between both batches of chromid® (B)(4). Good growth of green colonies for the two customer strains at 24h. At 18h, for one (1) strain, there was a few white colonies among the green colonies but they became green at 24h. This investigation concluded that performance of chromid (B)(4) 20 plt, reference 43451 batch number 1004877920 is within specification. As indicated in the package insert : the cultures are generally examined after 18-24 hours of incubation. A (B)(6) result may be obtained after 18 hours of incubation; however, if a (B)(6) result is obtained (no growth or coloration), incubation must be extended to 24 hours.